Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus india. Olympus india found that the spare lamp ignited due to the faulty converter. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india, there was the possibility that the reported phenomenon was attributed to failure to supply power to the xenon lamp due to the faulty converter. For failure of the converter, it might be occurred due to aging deterioration of components of the converter due to repeatedly use for a long-term use because more than 3 years had passed from the subject device had been manufactured, or an accidental converter failure.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e103 which indicate the subject device had broken down occurred and the lamp of the subject device did not work at the unspecified timing. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. Olympus india found the power unit failure might have caused the reported phenomenon. There was no report of patient injury associated with this event.